Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure, stent damage occurred. The 90% stenosed target lesion was located in the calcified and highly tortuous right coronary artery (rca). The 3.5x24mm liberte bare metal stent delivery system was advanced, but unable to cross the target. When the device was examined outside the pt, it was noted that the stent was deformed. The procedure was completed with another of the same device with no complications to the pt. The pt's current condition is listed at "stable".

Manufacturer narrative:
(B)(4).